Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported being awakened by a hazard alarm while sleeping so she subsequently removed and discarded the pod and returned to sleep without immediate replacement, applying a new pod the following morning. The patient's blood glucose values reached 40 mmol/l (720 mg/dl) while wearing the pod on the arm between 1 and 4 hours. Later that day on (B)(6) 2026, the patient reported feeling unwell and administered bolus insulin; however, the glucose levels did not decrease as expected despite repeated correction doses. Due to worsening condition, the patient was taken to the hospital by her husband and remained there overnight. This hospital stay is captured in this complaint ((B)(4)). On (B)(6) 2026, the patient was discharged home but continued to experience persistent symptoms, including vomiting, diarrhea, tachycardia, and elevated blood pressure. This required further hospitalization for approximately 8 days until (B)(6) (captured under insulet reference (B)(4)). No further information was provided.